Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and ten months later, the patient presented with complaints of abdominal pain in the left lower quadrant, radiates around to left back and founded to have a malpositioned inferior vena cava filter. The pain was constant. A computerized tomography scan showed inferior vena cava filter prongs protruding out of the vessel wall and abutting the duodenum and abdominal aorta. Inferior vena cava filter below the level of renal veins at l2 level. There were at least 3-4 limits along the anterior wall which were seen penetrating out of the anterior wall into the duodenum. One of the limbs of the inferior vena cava filter along the left lateral wall of inferior vena cava was penetrating out and abutting the right lateral wall of the abdominal aorta. Therefore, the investigation is confirmed for alleged filter malposition and perforation of the inferior vena cava.based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.